Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to have poor permeability during testing preoperatively. According to the report the device did not have patient contact and the doctor used a new device to complete the surgery. Reportedly, the patient is doing well.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for leak testing due to a tear observed on the proximal occluder. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The ventricular catheter and peritoneal catheter met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.